Event description:
Unable to release the boston scientific aero tip stone retrieval basket during ureteroscopy. Basket was gently pulled on with constant pressure and broke in the middle of the basket shaft in the upper ureter. Attempted to retrieve with a grasper but unsuccessful. Laser 2 sides of the basket to release from stone and attempted to rasp again without success. Basket parts retrieved during right percutaneous nephrolithotomy.